Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of one 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length which came inside of its respective header bag. A visual inspection was performed and the catheter presented several signs of use (rest of blood) and the arterial extension had tape around the extension. Additionally a pin hole was found on the venous extension tube, it looked like a pinhole. Functional testing was required (underwater test) and bubbles were detected coming from the venous extension. As per the instructions for use (IFU), it is necessary to visually inspect the device before using it. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The device was in use for approximately seven days. The most probable root cause can be due to improper use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. A qseas evaluation took place to assess this exceeded risk threshold, no further investigation activities or corrective actions were required. A health hazard evaluation was opened. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing and a 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leakage from the arterial end after less than 1 week after insertion. The exact location of the leak is unknown. The catheter was replaced with a new catheter. There was no patient injury. The catheter was originally implanted on (B)(6) 2015 and was pulled and replaced on (B)(6) 2015.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.